Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. Therefore, UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was blocked, jammed and was moving heavily. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 w, check function of soft mode switch (safety system) and check attachment coupling with attachments. It was noted in the service order that the turbine failed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 3/28/2018 in the initial report. The date returned to manufacturer was corrected to 3/6/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.